Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the severely tortuous, severely calcified, 90% stenosed lesion in the riva with a 20mm balloon. A taxus liberte' 3.0x20mm drug eluting stent was inserted however the physician was not able to reach the target lesion. It was determined the difficulty was related to damage to the proximal portion of the stent. No patient complications occurred. Patient status is satisfactory.